Event description:
It has been reported that the panel phoenix nmic/ID-307 has been found experiencing misidentification during use. There was no report of patient impact. The following has been provided by the initial reporter: correction: final ID = e. Coli. Culture purity was confirmed isolate was matched to what the patient previously had. Final ID reported = kleb pneumo. Customer problem: mis-ids.

Manufacturer narrative:
G.5. PMA/510(k)#: the panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k032299, k061355, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k032655, k062944, k060444, k063811, k151320, k063301, k031530, k060447, k023634, k020322, k132674, k023858, k071623, k031699, k060447, k024153, k060214, k042932. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of escherichia coli when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3157373. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as e. Coli on the complaint batch. To investigate, three retention panels from complaint batch 3157373 were tested using in house isolate e. Coli enf9924 on a phoenix m50 and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate e. Coli enf9924 on a phoenix m50 and evaluated for identification results. The five panels tested identified the isolate as e. Coli. Therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. Although we didn't see the issue during complaint investigation testing, we recognized through complaint trending an increase of e. Coli mis ids over the past year. A corrective and preventive action (CAPA) has been initiated for this issue. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed three additional complaints on complaint batch 3157373, related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It has been reported that the panel phoenix nmic/ID-307 has been found experiencing misidentification during use. There was no report of patient impact. The following has been provided by the initial reporter: correction: final ID = e. Coli culture purity was confirmed isolate was matched to what the patient previously had. Final ID reported = kleb pneumo customer problem: mis-ids.